Manufacturer narrative:
No solution was identified during the provided service activity, and the system remains non-functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system fails to start at 0:00; suspected software or boot issue on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.